Event description:
It was reported that the patient experienced a loss of therapeutic effect, with a loss of bladder control. The patient was using program 3 at 5.1 volts, and then increased the stimulation to 5.9 volts. No information was provided related to the patient's outcome. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).